Event description:
Information was received from a manufacturer representative and patient regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was bad connection and high impedance of contact #7 during intraop testing. During intraop testing of connections, rep reported a bad connection with electrode #7. Rep requested the doctor reseat the lead, which he did, but this did not correct the issue. He declined to make any other adjustments. Following impedance testing, contact #7 showed 40,000 ohms. Again, the doctor declined to make any adjustments to correct the situation and indicated we would not need to use this electrode for programming. In recovery, postop programming was performed. Contact #7 was not needed and the patient received adequate stimulation to provide therapy. Additional information was reported that the patient underwent lead replacement surgery on (B)(6) 2022. Connection check and impedance reading revealed that along with contact #7, contact #0 is also now bad with impedance greater than 40,000 ohms. Prior to replacing, reseating in the ins header was attempted with no success. To rule out battery issue, the lead was then tested on a 97725. This, too, revealed contacts 0 and 7 as bad. Therefore, the lead was replaced with a 977a260. All connections and impedances are now normal and patient is receiving adequate stimulation. The issue is now resolved. [See (B)(4) - system replacement, infection (split)]

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4). Implanted: (B)(6) 2021. Product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (explant date) continuation of d10: product ID: 97725, serial#: unknown, product type: external neurostimulator. Product ID: 977a275, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis determined a lead conductor fracture on the 977a275. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.